Manufacturer narrative:
An olympus field service engineer (fse) performed an on-site inspection of the device and could not confirm or duplicate the reported issue. According to the customer, the e226 error was intermittent. The fse cleaned the processor system and the camera head, and everything seemed to be working properly. The device was then returned to an olympus service center for further evaluation. During inspection and testing, the customer's reported issue was not confirmed or duplicated. Service found there were scratches on the top cover and chassis. There was paint peeled off from the top cover. There was rust on the digital visual interface (dvi) connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that when preparing the subject device for use during an unspecified procedure, an e226 error (scope communication error) was displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received from the initial reporter noting the procedure was completed using another similar device. There was a total delay of 3 days in scheduling and doing the procedure (due to loaner arrangement). However, this delay did not have any health impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to b5, g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (e226) was unable to be identified. Olympus will continue to monitor field performance for this device.